Event description:
Additional information received noted the patient presented to the emergency room due to chest pain and possible inappropriate shocks delivered by the right ventricular lead. The lead oversensed myopotentials.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to the emergency room. Upon interrogation, it was discovered the right ventricular lead oversensed noise. The lead was capped and replaced (B)(6) 2023. The patient was in stable condition.